Event description:
It was reported that the customer had issues during prime/rewind. The customer's blood glucose reading was over 200mg/dl. The father stated that the insulin squirted out, and the insulin pump alarmed. The father mentioned that the drive support cap was missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a missing drive support disk. Unable to confirm the alarms. The device had missing end cap sticker.